Event description:
It was reported that no aiming beam was visible and the reusable surgical fiber could not be used after 2 uses. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber was found to be bent at the proximal end near the input connector; the fiber was also found to be fractured at the distal tip and exhibited evidence of melting. Fiber fractures could result in an unsafe firing condition. The most probable root cause of the device failure was determined to be user handling/excessive bending.